Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Number related manufacturer report number 3006705815. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022, but they were unable to place a new lead. No intervention is planned.